Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. The report of error code 240.4150 was confirmed, however what the customer observed were log-only errors (240.4150.5) that did not affect the operation of the device. The pcu event log shows the pump module was programmed at 5:59 pm on (B)(6) 2017 to infuse epinephrine 8mg/250ml at a rate of 5.63ml/hr. The infusion continued at various titrated rates until 12:31 pm on (B)(6) 2017. The volume recorded as being infused during this period was 605.884ml. There were no alarms or errors during this period and there were no boluses programmed or delivered. Functional testing found the pump module to be delivering fluid within specification. The root cause of the possible overinfusion was not identified. The root cause of the error code 240.4150 was not identified.

Event description:
The customer reported that shortly after an epinephrine infusion had been titrated from 5 mcg/min to 4 mcg/min, the patient's arterial bp increased to 147/103 and 220/173. The monitor indicated runs of ventricular ectopy/torsades. The arterial line pressure showed a transient increase but within 1 minute the cuff pressure was 95/43 and the arterial pressure correlated. The ccu intensivist was present and felt the patient may have received an inadvertent bolus or push of epinephrine, given the transient nature of the event. The rn stated she had not given an ivp or bolus to the patient. The devices were replaced and there was no report of lasting patient harm. The facility's biomed department reviewed the pcu event logs and noticed it contained 240-4150 error codes.